Event description:
A female patient (age and identifiers not yet known) was treated with 20 ml abx putty (code and batch not yet known) within the frame of removal of a humerus cyst. In addition, an osteosynthesis plate had been used for stabilization. Two (2) weeks after surgery, patient developed fever and moisture in the area of surgery. The crp value was increased, no other signs for infection. Because there was no improvement of symptoms, actifuse was explanted. Now everything seems to be without pathological findings again. Baxter is awaiting a written statement from the treating physician as well as x-ray pictures. No more information is available at this present time.

Manufacturer narrative:
(B)(4). Baxter medical assessment: 20 ml of actifuse abx have been implanted during surgery for a humeral cyst with plate instrumentation. Fever and wound seepage, without confirmation of a bacterial infection, but elevated crp occurred two weeks postoperatively. Surgical removal of the implanted actifuse ((B)(4)) resolved the symptoms. While alternative patient-, surgery-, and pathology-related alternative causes may have contributed to the event, a causal relationship to the use of actifuse abx is possible, and cannot be excluded. A follow-up report will be submitted upon receipt and evaluation of the additional information requested.

Event description:
It was clarified that the incident reported is not related to actifuse, but to vitoss from orthovita. No actifuse has been used during surgery of the patient. Orthovita will be notified of the case.

Manufacturer narrative:
(B)(4).